Manufacturer narrative:
(B) (4). Evaluation summary: cause cannot be definitively determined. Evaluation: the supplied photos indicates discoloration around the distal hole of the nail and in the threads of the screw. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. Exemption: (B) (4). Total # of events: 2. Type of event: serious injury. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that 11 months after surgery the m/dn femoral and cortical screw were removed from the pt. Rust had adhered to static hole.